Event description:
It was reported that patients at hospital encountered the same problem when they were having a catheter placed at clinic this morning. When the extension tubing supplied with the catheter was attached to the catheter, no ¿click¿ was heard. When checking the attachment, the extension tubing fell off with just a gentle pull. Therefore, the catheter placements were completed by replacing these catheters with spare separately-packaged extension tubing. Four catheters were affected. After the event, the operator stated that there were no improper human operations and this was caused by a product quality problem. This report addresses the fourth catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redw3754 showed five other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that patients at hospital encountered the same problem when they were having a catheter placed at clinic this morning. When the extension tubing supplied with the catheter was attached to the catheter, no ¿click¿ was heard. When checking the attachment, the extension tubing fell off with just a gentle pull. Therefore, the catheter placements were completed by replacing these catheters with spare separately-packaged extension tubing. Four catheters were affected. After the event, the operator stated that there were no improper human operations and this was caused by a product quality problem. This report addresses the fourth catheter.